Event description:
(B)(4). It was reported that post a stenting treatment procedure, myocardial infarction and patient death occurred. In (B)(6) 2010, due to a staged procedure and acute coronary syndrome of elevated ckmb or positive troponin and last pain less than, or equal to, 24 hours, the subject underwent the index procedure with the deployment of a 2.25mm x 28mm taxus liberte stent placed in the mid left anterior descending (lad) artery. Post procedure residual stenosis was 10% with timi 3 flow. The subject received a peri-procedural loading dose of the thienopyridine medication clopidogrel 600mg. The following day, the subject received the medication maintenance dose of clopidogrel 75mg. The subject was started on aspirin 325mg on an unknown date. Two days following the index procedure, the subject underwent another staged procedure with the deployment of an unknown drug eluting stent in the mid right coronary artery. Post procedural residual stenosis was 10% with tmi 3 flow. Four days following the index procedure, the subject was discharged. In (B)(6) 2012, the subject expired. The official cause of death is unknown.

Event description:
It was further reported the patient expired at home from coronary artery disease.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).